Manufacturer narrative:
Visual inspection under magnification shows the tip has been completely detached with jagged edges on the returned detached tip. There is discoloration present on the exposed shaft near the distal end of the device. There are no manufacturing abnormalities visually observed with the returned device. The complaint has been verified and the root cause could not be determined with confidence as there are several factors that could contribute to the reported event such as: the device may have come into contact with a hard surface or a metal object, vigorous use against a hard object, or the tip of the device may have been caught on another object. The instruction for use (¿IFU¿) provided with the device contains precautionary statements in regards to the use of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the tip of the electrode broke during use. No broken piece(s) remain in the patient. The procedure was successfully completed with a back-up device. However, the incident resulted in a surgical delay greater than 30 minutes. No patient injury or other complications were reported.